Manufacturer narrative:
Visually confirmed right side coverplate attachment is leg broken on the inside, consistent with lateral over-extension of leg during attempted insertion of coverplate. Microscopic examination of fracture reveals a fairly brittle fracture, with no indication of fatigue. Per event information, the arm bent under itself during attempted insertion, and broke when attempting to straighten it. The above observations are consistent with misuse due to inappropriate surgical technique, resulting in the foregoing event.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 7967216, 510k # k091813 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device.

Event description:
It was reported that the cover plate broke during insertion. A new cover plate was used. Although this event occurred during surgery, no patient complications were reported.